Manufacturer narrative:
(B)(4). (B)(4): results - a conclusive root cause could not be determined for the balloon rupture. Evaluation summary: quality assurance analysis revealed that the balloon dilatation catheter (bdc) was returned with no blood visible. There was fluid visible in the balloon and in the inflation lumen. The balloon was loosely folded. There was no other damage noted to the bdc. A new indeflator, filled with water, was used in an attempt to pressurize the balloon at rated burst pressure (rbp) when fluid came out of the pinhole on the balloon above the distal end of the distal balloon marker. There were scratches near the pinhole on the balloon. Product performance engineering reviewed the incident information and analysis of the returned product. Arrhythmia, as listed in the voyager instructions for use (IFU), is a known adverse event associated with coronary dilatation. Arrhythmia is not necessarily an indication of a product quality issue and in this case, no treatment was performed. However, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Quality assurance analysis of the returned product noted no blood visible. Fluid was visible in the loosely folded balloon and in the inflation lumen. This is consistent with the reported information that the product was prepared for use and inflated. The indeflator used during the procedure was not returned, which may have aided in evaluation. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. To ensure this type of damage is not a result of a manufacturing deficiency, all balloon catheters are 100% leak tested on line and a sampling of units are rupture tested prior to release. The patient's anatomy was not reported, which may have aided in evaluation and determination of cause for the reported balloon rupture. It is possible that the balloon material was damaged/scratched during interaction with other devices and/or lesion calcification, such that the balloon ruptured during inflation. In this case, a conclusive cause for the reported balloon rupture could not be determined. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that during the procedure, upon inflation, the balloon ruptured at 2 atm. There appeared to be a hole in the balloon. The device was removed without incident and the patient went into an unknown arrhythmia. The patient was monitored for an additional 20 minutes and then stabilized. No additional event or patient information is available.